Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was fractured.

Event description:
New information notes that the patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient who lost follow-ups, presented to the emergency room after receiving multiple inappropriate therapies. Review of egm revealed inappropriate hv therapies due to noise. Lead was capped and replaced on (B)(6) 2016. No further information was available.